Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed over-sensed noise resulting in pacing inhibition on the right ventricular (rv) lead. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
New information received notes that prior to the programming changes done to resolve noise over-sensing on the rv lead, the patient was presented in the emergency room due to a significant pause. It is unknown if the patient experienced symptoms due to the pauses and pacing inhibition as the patient did not speak english and could not convey the patient's health history.